Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing had detached from the tubing connector at the reservoir while the patient was standing in a pharmacy and not doing anything unusual. The site location was the patient's left thigh and the pump was in the middle. The infusion had been used for a few hours. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing, but the pump was dropped with the set connected to the body. Upon investigation (visual inspection) of the returned used device (1 set), it was found that the tubing was detached from the tubing connector (missing glue). Reportedly, the result of complaint investigation was awaited therefore the case is being submitted late. No further information available.